Manufacturer narrative:
Imagery was provided by the site and revealed the following crimped valve within the sheath, and it appeared one (1) bent strut (inflow side) protruded through sheath liner. The reported event was confirmed through the provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, upon advancing delivery system, the valve was unable to be advanced. A strut on the skirt side of the 26mm s3u valve was noted to be compromised and potentially protruding out of the sheath. In additional, the bent strut was observed at the inflow side per imaging evaluation, which indicated the resistance during delivery system advancement. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (function and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. H3 other text : na.

Event description:
As reported by the field clinical specialist, during a transcaval tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, upon advancing delivery system, the valve was unable to be advanced. A strut on the skirt side of the 26mm s3u valve was noted to be compromised and potentially protruding out of the sheath. The physicians elected to remove both the delivery system/valve combination along with the esheath+. Upon inspection of the original valve, a strut was noted to be bent and visible outside of the expandable part of the esheath+. Abdominal aorta angiogram completed showed no complications to the aorta.